Event description:
The camcabl fibre optic catheter cable was defective. The event occurred on (B)(6) 2016 and was discovered during testing therefore there is no patient contact or injury.

Manufacturer narrative:
Integra completed its internal investigation 02/17/2017. The investigation included: method: -DHR review: - review of complaint management database for similar complaints. -visual evaluation. DHR review: the DHR for camcabl cable serial number mcb1310602; work order 539404 and 539235 was reviewed and no anomalies that could be associated with the complaint were observed. Trend analysis: a review of complaints history dated 08-dec-2015 to 15-feb-2017; 6 complaints contained the search criteria. During the time period ¿dec-15 to feb-17¿, the global product usage for camcabl was calculated as 48,264 usages, using the total quantity of icp monitors¿ catheters sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of 6 x complaints over the 12-month period can therefore be calculated as 0.012% of procedures. Conclusion: product was returned and the evaluation verified the complaint incident ¿defective¿ as valid. Root cause not determined; the cause of the camcabl cable failure was due to internal problem; the pressure changed from 78 mmhg to 125 mmhg when the catheter was adjusted to zero mmhg, however the root cause of the internal problem was not determined by service center, thus functionally defective cable. No corrective / preventative action is deemed necessary as the root cause of the complaint incident was not determined. Statistically, no adverse trend has been identified.